Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of front panel not working was confirmed. The device evaluation found the alarm sound was generated and the front panel turned off due to defective circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the front panel of the high flow insufflation unit did not work. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a failure of the main circuit board. Olympus will continue to monitor field performance for this device.